Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight loss poor ("I have always 190-220 weight range. I used to be able to lose weight fast. Now I can't lose it at all"), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, weight loss poor, polymenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain, polymenorrhoea and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :weight loss poor quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: plaintiff fact sheet was received. Case becomes incident. Event added from pfs- pain, frequent menses, menorrhagia, dyspareunia. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.